Manufacturer narrative:
A ge service representative performed an on site investigation. The 5vdc power supply was verified at the image processor pcb. The pins of the lemo receptacle were also confirmed to be within specification. The video control pcb, system interface pcb, display adaptor pcb, and image processor pcb assemblies were also re-seated as part of the service event. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the fluoroscopic image was black effectively eliminating the ability to view a usable image. No patient death or serious injury was reported related to this event.